Event description:
An aq2003v model lens was damaged as it was being ejected from the cartridge, prior to insertion. There was no patient contact or injury. It is unknown if the product malfunctioned.